Event description:
It was reported that the impactor tips broke upon impaction while trailing the stem.

Manufacturer narrative:
Should additional information become available, it will be provided on a supplemental report.

Manufacturer narrative:
The reported event was confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the visual inspection of the returned device reveals breakage of impactor tip in two pieces. Few wear marks are visible on distal end of tip. The breakage pattern indicates the brittle nature of fracture and rough usage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to a combination of wear & user related issue. As a device that is manufactured of plastic and incurs numerous impaction events, breakage as noted in this complaint can be expected, however a design change is in progress to prevent the recurrence of the alleged failure. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that the impactor tips broke upon impaction while trailing the stem.